Manufacturer narrative:
(B)(4).

Event description:
It was reported that the lead was capped due to an insulation anomaly. Externalized conductors were observed on fluoroscopy and noise was detected via review of electrograms. Patient was fine.